Event description:
It was reported during loading of the latest software, it failed. Used recovery disc; seemed ok, but then error will come up. Tried software again and error occurred again because printer 4 not installed. Gives remove programmer head error. The programmer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) system error had occurred. Printed circuit board found out of electrical specification.